Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate the iabp's broken ECG connector. The fse confirmed a broken connector on the front end board and replaced the front end board. The fse then performed full functional and safety tests per factory specifications, and the iabp was released to the customer and cleared for clinical service. (B)(6).

Event description:
The customer reported that the cardiosave intra-aortic balloon pump had a broken ECG port. There was no patient involved or adverse event reported.

Manufacturer narrative:
PMA # was reported inaccurately.

Event description:
The customer reported that the cardiosave intra-aortic balloon pump had a broken ECG port. There was no patient involved or adverse event reported.